Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. A surgical procedure was performed wherein the physician attempted to reposition the lead but the helix was unable to be re-extended. As result, the lead was extracted and a new ra lead was implanted. After removal, the helix was extended, but retraction issues were noticed. No additional adverse patient effects were reported.